Event description:
A report was received that the patient had pain at the pocket site and was experiencing difficulty charging. The patient underwent a pocket revision wherein, the ipg was relocated and replaced per preference. During the procedure, the physician noticed that the leads were all twisted that¿s why it couldn¿t charge. The physician had to untangle the leads. The physician believed that the patient was manipulating the battery by himself. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.